Manufacturer narrative:
Concomitant medical products: product ID :37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
The consumer reported she lost weight and now the implantable neurostimulator (ins) did not sit right in the pocket. The healthcare provider (hcp) was aware of the issue and it would be revised at the next ins replacement. This occurred over a year prior to the report. Relevant medical history included other chronic intractable pain in the trunk or limbs and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.